Manufacturer narrative:
Insulin pump received with minor scratched lcd window, cracked reservoir tube window and cracked case at the reservoir tube window corner. Unit passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart alarm error test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test. Unit received with normal operating currents. No unexpected low battery alarm, failed battery alarm, motor error alarm noted during the testing. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
.